Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported device operates differently than expected, needle to cuff miss/suture retrieval issue was confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that suture placement with the proglide device was attempted in the right common femoral artery using the preclose technique prior to a thoracic aortic aneurysm (taa) procedure. The arteriotomy was an 8f and during the taa procedure the sheath was upsized to a 20f. Reportedly, the sutures of the first proglide were successfully pre-placed in the arteriotomy. A posterior cuff miss occurred when the suture of the second proglide was attempted to be placed. The suture of a third proglide was successfully placed using the preclose technique. The taa procedure was completed and hemostasis was achieved using the sutures of the two pre-placed proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.